Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 cannulated hexalobe driver (part number 80-4151, batch number 595005) and t8 cannulated stick fit hexalobe driver (part number 80-4155, batch number 596340) were returned for evaluation. The returned drivers were visually examined under magnification. The driver tips presented with distinguishable, angled fracture surfaces. Most approximated a 45-degree angle relative to the drivers' long axes. The broken off tip portions of each driver tip were not included in the returned materials. Driver tip 2 of 2 had an inclusion in the cannulation visible on the approximately 45-degree fracture plan. Both driver tips fracture patterns support the event description. Not all the broken tip pieces were returned or the screws involved. This in combination with the above observations as well as multitude of additional factors present during a screw insertion, inhibit a direct conclusion of the cause of the driver tip fracture. Based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated to 10. Investigation findings code (annex c): updated to 3243. Investigation conclusion code (annex d): updated to 4315.

Event description:
(2 of 3) it was reported during a wrist fusion surgery the surgeon was in the final turns of inserting the screw when the stick fit driver tip broke. The surgeon used a cannulated mini driver to finish driving the screw, but in the final turn the driver tip broke. The surgeon removed the broken piece of the driver tip. It was also reported the surgeon looked under the fluoro to determine the head of the screw was buried enough and ended the procedure after a one or two-minute delay. There were no other adverse patient consequences reported. There are 3 related report numbers for this event 3025141-2024-00303 through 3025141-2024-00305.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.